Event description:
It was reported the device forceps elevator is difficult to raise. The issue found during an unknown event. No harm reported. No patient harm, no user injury reported due to the event. Device return evaluation found the adhesive part of the lightning lens is peeling off. There is a gap in the glued end , dirt has entered the lens through the gap. This report is being submitted for peeling of the adhesive part of the lightning lens observed during device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the elevator control lever found damaged. Due to damage, forceps control lever does not move smoothly. The reported issue of ¿forceps elevator is difficult to raise¿ reproduced, was able to be confirmed. Furthermore, device evaluation found the adhesive part of the lightning lens is peeling off. There is a gap in the glued end dirt has entered the lens through the gap the adhesive peels off / cracked . This condition caused by dropping and knocking the endoscope to a hard surface/object (handling issue). Additionally, the following defects/findings were identified during inspection: control unit has a scratch. Switch 1 (sw1) has a scratch. Switch box has a scratch. Forceps elevator (fe) knob has a scratch. Connecting tube has a scratch. Case cover (c-cover) has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. Please see updates to d5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the light guide lens glue peeled off and a stain entered through the gap in the adhesive due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.